Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The wrench was found stripped and will not grab.

Manufacturer narrative:
Examination of the returned device confirmed the wrench was not functioning properly. The handle intermittently sticks/jams and the clamp exhibits excessive wear. Previous investigation into this failure found root cause is attributed to excessive torque applied to the handle while tightening stems. In (B)(6) of 2007, depuy knee marketing posted an article on aces's depuy to address issues in the field related to use of the (B)(4) rev fem/tib/sleeve clamp. The article states that excessive forces placed on the clamp during efforts to secure the adapter can contribute to the instrument damage and becoming non-functional. In addition, the article suggests proper lubrication may contribute to keeping the clamp functioning properly. Based on the investigation determination of excessive torquing as the primary root cause and wear out as a likely contributing factor, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.